Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel® dxl 800 access® immunoassay system for one patient. Customer tested a patient sample for accutni and obtained results of 0.87ng/ml and a result of 0.11ng/ml. This sample gave results of 0.27ng/ml and 0.07ng/ml when tested on a different analyzer, the sample was then re-centrifuged and re-analyzed upon which it gave a result of 0.00ng/ml on this instrument and the alternate instrument. The erroneous result was reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was liheparin plasma that was centrifuged for 4 minutes. Qc resulted within specifications. Service was not dispatched for this event. Per customer, there have been no further issues since this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.